Event description:
It was reported that the pt expired due to an unk reason. The date to the pt's demise is unk. It is unk if the pt's demise is device related, as no other detail were provided.

Manufacturer narrative:
Device not returned